Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device does not turn on. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6 . This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon could not be reproduced, and no further information was available. Therefore, the cause could not be presumed. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.